Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after having opened the first package (pouch) of an intraocular lens (iol), it was realized that the second package (pouch), containing an intraocular lens (iol) was already open. Reportedly it was not closed correctly as it was not stuck on the side of the blister. One of the two sides was open. The lens was not used and another lens was implanted instead. No consequences for the patient. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The preloaded delivery system was returned at the manufacturing site for evaluation in its original folding carton. The outer lens pouch was received completely opened by customer. The inner lens pouch was observed partially opened. It was observed a seal discontinuity on the inner pouch at one section of the seal perimeter (near the centre). The condition observed in the inner lens pouch is consistent with a pouch that has received a weak seal in the affected seal perimeter. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is an indication of a product quality deficiency and the reported issue was verified in the returned sample. All pertinent information available to abbott medical optics has been submitted.